Event description:
Healthcare professional reported right side "revision/reconstruction" and "dog ear reused". Healthcare professional later reported "right muscle envelope tight, possible capsular contracture" baker grade unknown and "poor integration of acellular dermal matrix". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.